Event description:
Reporting status: serious injury/requiring intervention/permanent damage. Reporting rationale: mi/restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent direct stenting of a de novo lesion and restenosed unknown stent in the saphenous vein graft to the circumflex to the obtuse marginal (om) with two xience v stents. Approx one and a half months later, the patient complained of fatigue and shortness of breath during the follow-up visit with the physician. The patient was treated with an unspecified medication. The condition was reported as continuing. In 2009, the patient experienced midsternal chest pain radiating to the left arm and back for three weeks with associated nausea / vomiting, dyspnea, and diaphoresis. The patient was hospitalized the following month, and a diagnostic coronary angiogram was performed revealing severe in-stent restenosis in the vein graft fo the circumflex to the om. A functional ischemia study was performed and was positive. Cardiac enzymes were elevated and the patient was diagnosed with a st-elevation myocardial infarction. On the next day, the patient underwent percutaneous coronary intervention to the second lesion treated in the index procedure (de novo). The patient was discharged nine days later. No additional event or patient information is available.

Manufacturer narrative:
Vomiting, diaphoresis & fatigue.